Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Despite multiple requests for additional information, no information was received. The field representative discussed the case with the physician but was not able to find out what happened with this patient and why magnet applications were recorded in the device memory.

Manufacturer narrative:
The device was not expected to be explanted or returned. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) died. A review showed the patient was in ventricular fibrillation (vf) but no therapy was delivered. A boston scientific technical services consultant reviewed the device memory. It was confirmed the device had been programmed to monitor + therapy since implant in (B)(6) 2012. However, for this vf episode the tachy mode was not programmed to monitor + therapy. It was suspected a magnet was applied to the device to cause the no tachy therapy notation. Engineering review of the data confirmed a magnet had been applied and inhibited therapy for the vf event. Also, a magnet had been applied several times after the vf episode, from 16:12:49 through 16:58:16. Additional information has been requested to confirm the patient was under medical care at the time of the magnet applications; however, the only information available at this time was that the patient was reanimated at home and not in a clinic.